Event description:
The disposable loading unit was used with stainless steel instrument during a gastroplasty procedure, the staples did not form proper. The surgeon used another instrument to complete the procedure. No pt injury was reported.